Event description:
It was reported that log file review was requested for a patient whose post operative course was complicated by vancomycin-resistant enterococci (vre) bacteremia with thoracotomy infection, now with candida auris infection. It was communicated on 10jun2024 that the patient was still admitted and was stable, and that the source of the infection was from their driveline. A driveline drainage was performed. The infection was treated with micafungin and ambisome (amphotericin b) and was not resolved yet. Susceptibility testing of isolates was to be performed, and a white blood cell scan was ordered with infectious diseases following up. The patient had suspected pump thrombosis from september 2023 (previous log files were sent). The patient was now admitted with an ischemic cerebrovascular accident (cva). A computed tomography (CT) scan was performed and showed a stable small hypodensity in the right temporal parietal region which was likely an acute/subacute infarct. No new findings were identified from an earlier examination the same day. No evidence for an acute intracranial hemorrhage was noted. The site stated they were unable to perform magnetic resonance imaging (MRI) and that the patient was on warfarin and acetylsalicylic acid. Symptoms resolved. The site was following up with neurology. The log file captured routine events and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2: outcomes corrected h6: clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The controller event log file contained events spanning from 31may2024 to 04jun2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-035715, and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including infection and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.